Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 423 mg/dl. The patient experienced fatigue and abdominal pain. He treated via manual insulin injection. During troubleshooting the customer identified an air bubble in the tubing that was approximately 0.5 inches in length. The customer did not allow the insulin to warm to room temperature. The caller declined a high pressure test. The insulin pump was not returned for analysis.